Event description:
It was reported that an ilet pump did not wake with the top button and only woke when placed on the charging pad; the user restarted the pump and normal wake functionality returned, and blood glucose was not impacted. Symptoms included no clinical symptoms. Outcomes included no adverse impact and no alerts or alarms. Investigation included guided troubleshooting and user education, including restarting the device. Investigation of this case revealed a transient wake/sleep button responsiveness issue that resolved after a restart, with normal function confirmed post-intervention. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible device behavior corrected by a restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.